Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Facility name: (B)(6) hospital. The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the video observed an external fluid leak near the filter. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the "lower part "of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.